Event description:
It was reported that the right atrial lead developed episodes of lead noise. The patient¿s condition is stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).